Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, it was reported that the patient sustained a fracture to the skull and cochlea prior to implantation in (B)(6) 2017, resulting in the patient developing meningitis. Surgery was performed to seal the skull and cochlea fracture; however, it was suspected that the patient was actively leaking spinal fluid, resulting in the patient developing a second episode of meningitis on (B)(6) 2017. The patient was hospitalized for a duration of three days, and exploratory revision surgery was performed (date not reported). A pocket of csf was discovered and subsequently obliterated with fat and sealed with a portion of the patient's oval window. Prior to cochlear implantation, he patient received the following pre-implant immunizations: pcv13: (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013. Ppsv23: (B)(6) 2018. During cochlear implantation, perioperative antibiotics were not administered. The receiver stimulator was not drilled to the dura, and no surgical complications were reported. The meningitis episodes did not occur within 30 days of a neurologic procedure no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. The patients' blood cultures revealed organisms present (type not reported). The patient has since recovered and the device remains implanted. Clinical management of the patient is ongoing.

Manufacturer narrative:
There was a reported second meningitis episode in (B)(6) 2018. This report is submitted on february 28, 2022..